Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the black box verified rebooting had occurred. The battery cap was not returned with the pump for investigation. A test battery cap was used to complete testing. The test cap was able to tighten appropriately with no visible yellow o-ring. There was no damage found to the battery compartment. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.